Event description:
It was reported that during an unk procedure, the device did not suture the stomach. The procedure was converted to open. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 08/18/2008. Info anticipated, but unavailable at this time.